Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - screws: cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient was implanted with two screws in the pelvis for a pelvis fracture on (B)(6) 2021, after a car accident. The patient experience intense pain due to the implants. X-rays were performed and there is no evidence of implant breakage. The surgeon has no plan to remove the implants and advised patient that she is still in the healing process. This complaint involves two (2) devices. This report is for one (1) unk - screws: cannulated. This is report 2 of 2 for (B)(4).